Event description:
Per the clinic, the patient developed skin overgrowth, pain and inflammation at the abutment site. The patient underwent steroid injections in (B)(6) 2025 (specific date not reported) at the abutment site. The patient was also treated with topical steroids and topical antibiotics (specific date and duration not reported) to manage reported issue. In addition, a skin revision procedure (specific date not reported) was performed to improve local tissue condition and abutment healing. Additional information has been requested but has not been made available as of the date of this report.

Event description:
The clinic reported that the patient received steroid injections to the abutment site on (B)(6) 2025, (B)(6) 2025, (B)(6) 2025 and (B)(6) 2025. The patient was also treated with oral antibiotics on (B)(6) 2025 and (B)(6) 2025 for ten days each.

Event description:
Per the clinic, the patient underwent revision surgery and abutment replacement procedure on (B)(6) 2025 under general anesthesia. During the procedure, the abutment was removed, substantial subcutaneous granulation tissue was debrided, hypertrophic scar tissue was excised, and a new abutment was placed on the existing internal fixture. Subsequently, the patient received an injectable steroid around the incision site (specific date and duration not reported).